Event description:
It was reported that while using bd vacutainer® k2 edta 3.6mg, there was stopper seperation of one tube. No patient impact reported. The following information was provided by the initial reporter: "when collecting blood for a newly admitted patient to check the blood routine, it was found that the body of the light purple blood collection tube was separated from the cap. The blood collection tube was replaced immediately to avoid causing adverse harm to the patient."

Manufacturer narrative:
H.6. Investigation summary: material #: 367227. Lot/batch #: 2209605. Bd had not received samples or photos for investigation. Therefore, ninety (90) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.